Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7272687, medical device expiration date: 2022-09-30, device manufacture date: 2017-10-24. Medical device lot #: 7004947, medical device expiration date: 2021-11-30, device manufacture date: 2017-01-25. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device wouldn't close and leaked from the top. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: DHR: all other challenge, set-up, in process samples and testing were performed in accordance with quality control plan and in-process sampling plans and all passed per specifications. Received a total of (B)(4) q-syte units as follows: (B)(4) used units with no packaging material. (B)(4) unused units within sealed packages and within a dispenser from lot number: 7272687. (B)(4) unused unit within a sealed package from lot number: 7004947. Visual/microscopic examination: used units. Damage (tear) was observed on the slit of the top septum disks on all of the units (1-5) the top septum disk was lifted from the rim on units 1 and 5. Remains of septum and adhesive material were visible at the rim. Damage (tear) was observed on the column wall of units 1 and 4 (both sides) and units 2 and 3 (one side. No damage was observed on the column of unit 5 damage (tear) was observed on the slit of the bottom septum disk on all of the units (1-5) water leak test (mm-110): attached the iso standard luer from the water leak test to the end the q-syte units and performed the test: no leakage was observed on either the actuated or the un-actuated positions on units 1, 2 and 5. Leakage was observed on the actuated position on units 3 and 4. No leakage was observed on the unactuated position. Unused units: no physical-mechanical damage was observed on any of the unused representative units received for evaluation. Water leak test (mm-110): attached the iso standard luer from the water leak test to the end the q-syte units and performed the test: no leakage was observed on either the actuated or the un-actuated positions on any of the unused representative units received for evaluation. A definite source that caused damage to the top and bottom slits and the column tear (which could have contributed to the leakage) could not be established. The failure modes normally attributed to these types of damage are incorrect usage or excessive actuations. The evaluation of the septum revealed evidence of adhesive and septum deposits. This is an indication that a bond was provided during the manufacturing process. External forces most likely contributed to the damage observed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device wouldn't close and leaked from the top. There was no report of exposure, injury, or medical intervention.